Event description:
It was reported that during a laparoscopic sigmoidectomy, the patient was returned nine days post op for a gi bleeding at the anastomosis site and anemia secondary to first. All other information in unknown. The device was discarded. The sales rep indicated the information for this complaint was found when the facilities risk management pulled a report from their database and discovered this had not been reported. Attempts are being made to obtain further information.

Event description:
It was reported that patient underwent total hip arthroplasty utilizing metal on metal acetabular cup and modular head in 2002. Subsequently, patient was revised in 2009 to remove and replace the components. No further information has been provided to date.

Manufacturer narrative:
Date sent: 11/16/2009

Manufacturer narrative:
Date sent: 11/16/2009. Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.